Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought assistance pairing a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet after initially entering an incorrect pairing code, resulting in repeated "invalid code" messages; support guided the user through stopping and starting a new sensor session on the ilet and the correct code was entered. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.